Event description:
The customer was not able to fill tubing as the filling would stop at 9.8 units. However, after loading a new cartridge, the customer was able to proceed with insulin delivery. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.